Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the saturation is not reading correctly. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
The philips onsite clinical engineering representative was unable to confirm the problem. The non-invasive blood pressure (nibp) connector was proactively replaced. The device is operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.